Event description:
New information received states that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted.

Manufacturer narrative:
A transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters was detected. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The patient was asymptomatic. Further information was requested, but not yet available.